Event description:
It was reported that a malfunction alarm labeled malf 1 occurred, and there were no notable events before the issue. There was no adverse impact to the customer's blood glucose level. Patient planned to call back to reset pump because there were not enough insulin units available and no new insulin on hand, and patient confirmed use of backup therapy.